Manufacturer narrative:
B5: it was reported that unspecified malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues., remove device code 1383 b5: it was reported that unspecified malfunction alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues., remove device code 1383.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified malfunction alarms occurred and the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issues.